Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t9qc, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she was having an issue with her device and it did not seem to be working. She also could not figure out how to use the remote. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. Further follow up is being conducted to obtain additional information. If additional information is received, a follow up report will be sent.